Manufacturer narrative:
The pump user guide indicates to not remove or add insulin from a filled cartridge after it is installed on the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuing blood glucose (bg) of approximately 400mg/dl. Customer alleged pump was the suspected cause of bg level. Tandem technical support performed a system check and found that the customer was loading new cartridges with insulin from previously used cartridges. Tandem's technical support educated customer on cartridge/insulin labeling, however, the customer maintained that there was an issue with the pump. Reportedly the customer continued to use the pump for insulin therapy.